Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An titanium hexed uniscrew (uniht) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing found that the product successfully merged compatible in-house testing components. Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of the event unknown.

Event description:
It was reported that the screw (uniht) did not seat into the implant. It was also reported that they were able to finish the procedure using another screw in same surgery.